Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the battery was not holding a charge. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the battery was not holding a charge. A quote for onsite service was sent to the customer. The quote was later cancelled due to expiring. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not holding a charge. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the battery was not holding a charge. A quote for onsite service was sent to the customer. Repair is currently pending. Device evaluation and repair are pending.